Event description:
A nurse reported the tubing was difficult to connect to the console. No additional information was provided. While onsite servicing the equipment, the company service representative was told by the nurse that this event happened during a case. The surgeon was able to complete the case, but there was a delay while trying to connect the handpiece. There was no impact to the patient.

Manufacturer narrative:
A company service representative examined the system. After installing the tubing several times, it returned to normal tension. The pneumatic connector was replaced as a preventative measure. The system was then tested and met all product specifications. (B)(4).